Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered; the bolus was not administered. Customer confirmed that the pump settings were correct. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the patient profile was checked and it was reported that the pump settings were incorrect. The allegation that the pump was calculating the incorrect amount of bolus to deliver was not confirmed. A pump evaluation was performed and confirmed pump functioned as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.